Manufacturer narrative:
(B)(4). Damaged one piece sled. Should the information be provided later, a supplemental medwatch will be sent. The device was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The cartridge reload was received partially fired 1/16. Additionally, the one piece sled was found damaged in the area where it interacts with the knife. The device was tested for functionality in using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon went to fire a green reload and the device jammed. They reloaded and fired again and the device jammed. On the 3rd attempt the device jammed again so they opened a new device (echelon flex). No patient consequences reported. Procedure was prolonged by five minutes.